Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Pt status post-im nailing procedure on (B)(6)-2010 returned to surgeon. It was discovered there was a post-operative medial migration of the helical blade. The surgeon removed the hardware (B)(6) 2011. Pt was revised to total hip replacement. This is two of four reports for this event.